Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified; the weight the device within specification, broken on anterior, creases fold and red particles in the shell. A visual and microscopic analysis was performed which identified; wear abrasion, missing shell (0-25%) and striated broken. Based on the device analysis the final assessment is: a striated edge broken assessed as surgical damage consistent in the use of some surgical tool. Missing shell assessed as inconclusive. The events of wound dehiscence and exposure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: rupture, wound dehiscence, exposure.

Event description:
Rupture confirmed on explant. Healthcare professional additionally reported "pending implant exposure.", " the patient had a significantly thin soft tissue envelope", "impending implant exposure", "impeding visualization of the underlying implant", "left breast inframammary fold incisional dehiscence", "incisional dehiscence", 'small persistent incisional dehiscence again along the medial aspect of the left breast", "obvious incisional dehiscence present", "erythematous changes on the medial aspect of the left breast along the inframammary fold incision site", "fluid was cultured and recognized' to have staphylococcus aureus with multiple sensitivities to antibiotics.", and "very small amount of drainage present".